Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an investigation it was noticed that three (3) torque wrenches do not work anymore. The toque seems to be out of scope. There was no surgery or patient impact. No further information available. This report is for one (1) monarch spine system torque wrench-handle. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This complaint was confirmed for torque wrench (part #: 277040510 / lot #: bv656213). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to device maintenance. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Please refer to sample 1 in the attached "(B)(4) investigation report" for torque test results. Device history lot: a review of the receiving inspection (ri) for torque wrench was conducted identifying that lot number bv656213 was released in two batches batch1: lot qty of units were released on 01 dec 2011 with no discrepancies. Batch2: lot qty of units were released on 21 nov 2011 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history batch : null. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary visual inspection: the torque wrench (part #: 277040510 / lot #: bv656213) was received at us cq. Upon visual inspection, there were scratches on the device and discoloration which was consistent with the field usage. The etching on the device started to fade. No other issues were identified with the returned device. Functional test: the functional test was performed by (B)(6) at (B)(6). The torque of the device measured during calibration testing was 53.4 in-lbs which was not within the specified torque range of the device of 54-66 in-lbs and was measured to be within specified torque range of 72-88 in-lbs for intermittent but was not able to perform torque test for the specified torque range of 90-110 in-lbs with knob fully clockwise. Hence, the torque test failed. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Complaint confirmed? Yes. Investigation conclusion: this complaint was confirmed for torque wrench (part #: 277040510 / lot #: bv656213). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to device maintenance. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for torque wrench was conducted identifying that lot number bv656213 was released in two batches batch1: lot was released on 01 dec 2011 with no discrepancies. Batch2: lot was released on 21 nov 2011 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.